Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a nurse expected to infuse sandostatin at 10 ml/hr but programmed it incorrectly at 100 ml/hr and the bag completed in an hour. Pharmacy determined that although soft limits were present in the profile for the drug, the clinician did not enter the patient¿s weight. No patient harm was reported. Although requested, no additional event details have been received.